Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 417 mg/dl. The customer reported symptoms like vomiting at the time of hospitalization event. The customer was visited to emergency room/ emergency medical service to treat hyperglycemia. The customer also observed damage on the pump. The customer experienced a discrepancy in reading between sensor glucose and blood glucose values. The event involved product(s) mmt-1880l, unomedical, unk_sensor, unk_reservoir, mmt-332a. Troubleshooting was performed and the customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for unomedical, unk_sensor, unk_reservoir, mmt-332a. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1880l was requested and customer response was the device will be returned.